Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was not registering their bolus. The customer states their blood glucose level was 442mg/dl. The customer's most current level was 503mg/dl. The customer states they treated with the pump. Troubleshoot was conducted. The customer was advised that the act button must be pressed in order to administer the bolus. The customer was advised to monitor the device and assure it delivers. The customer would be calling back if further assistance was needed.